Event description:
It was reported that the pt had a micl13.7 implantable collamer lens implanted in the left eye 2008. As part of the study, the pt reported that he was experiencing a halo/starburst. The surgeon's office was contacted and the doctor stated that she believes that this condition is the result of the pt having large pupils, 7mm, which are grazed by the lens during dim lighting. The pt was last seen six months later, and at that time the bcva was 20/15. See MFR report# 2023826-2009-00652 for the other eye.

Manufacturer narrative:
Evaluation: results - a work order search was conducted and there was no similar complaints found.